Manufacturer narrative:
The complainant reported a break in a catheter line on (B)(6) 2024 and provided an image of the line. The image appears to show a break in the line at the 7cm mark. The catheter was observed to be leaking medication under the skin and causing irritation. The catheter was disposed of by the user and replaced with another catheter. Power injection was not being used and there were no signs of occlusions or kinks in line. No additional information was provided by the complainant. From the information provided it is not possible to identify whether the catheter is a midline or a PICC. Due to the limited information available, the cause of the break cannot be determined.

Event description:
Report of a break in a catheter.